Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.